Event description:
It was reported that, "sticky residue on handles. Had been put through hospital wash and sterilizer. Remained sticky. Pt was in operating room at the time. Sticky handles were not used at all in surgery. Another triathlon misc tray was opened and used for surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.